Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 25. Primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and fistula. No further patient complications were reported.